Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that allegedly the patient was revised due to "revision left total knee arthroplasty, one component only. Findings: multidirectional instability, anteriorly medially and laterally; posteriorly stabilized."